Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the surface under the supply bag was wet and the bag was empty, however, the hp was unable to determine the location of the leak. Renal therapy services (rts) assisted the hp with proper disconnect procedures. The hp stated that they would perform continuous ambulatory peritoneal dialysis to complete the therapy. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.